Event description:
Rptr hurt his back in 6/90. He went to the dr who thought he had a ruptured disk, and gave him a slip to be off work. He had to work anyway and did not return to the dr as ordered. His back hurt on and off for a year until 7/91, when he hurt his back again. After that, his back and behind were killing him. He had spinal implantation surgery on 8/7/91. His problems include pain, depression, insomnia and inability to care for himself. (*)